Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After deployment of the second mitraclip, the clip detached from the anterior leaflet, but remained well attached to the posterior leaflet (slda). Mr grade remained at 1. The physician thought the final result was excellent despite the slda. It was suspected that the anterior leaflet was not well grasped by the second clip prior to clip deployment. The first clip remains correctly attached to the both leaflets. There was no reported adverse patient sequela or a clinically significant delay in the procedure. There was no additional information provided.